Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges components of the kit were stuck together: "miller 2 blade stuck in handle". Alleged issue reported as occurred during testing prior to patient use. No patient involvement was reported.

Manufacturer narrative:
(B)(4). Individual components from a 005852300 MRI conditional fiber optic laryngoscope kit have been received for investigation. The MRI conditional handle, and the miller #2 blade were received with the miller #2 blade attached and engaged to the handle. Upon receipt an unsuccessful attempt was made to remove the miller #2 blade from the MRI handle. Using several manual techniques, the blade was finally nondestructively removed from the handle. It was found that the relief slot in the handle, which accommodates the blade ball bearing, reflects heavy damage: scarring, rolled over metal, deep gouges in the metal itself. Regarding the blade: heavy damage is reflected on the locking ball bearings in the form of marring, deep scratches and deep indentions. This damage is indicative of two scenarios. Either a heavily used handle that is now showing signs of multiple blade engagements, or a heavily used blade showing signs of multiple engagements, or both. Based on the investigation performed the reported complaint was confirmed. Heavy damage to the locking hardware has been confirmed. While the root cause has been assigned to operational context, frequency of use and handling technique using this equipment cannot be determined. Root cause detail is undetermined/unknown.

Event description:
Customer complaint alleges components of the kit were stuck together: "miller 2 blade stuck in handle". Alleged issue reported as occurred during testing prior to patient use. No patient involvement was reported.